Event description:
It was reported that patient underwent m2a hip arthroplasty on unknown date. Subsequently, the patient was revised in november of 2011 due to pain. During the revision procedure, the surgeon noted that the acetabular cup had no bony ingrowth.

Manufacturer narrative:
Event date - (B)(6) 2011. Implanted date - unknown. Explanted date - (B)(6) 2011. The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity". The product and lot identification necessary to review manufacturing history was not provided.